Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connector was not received for analysis. The analysis revealed multiple abrasion marks along the lead body of the returned fragment. In particular approx. 27 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the svc shock coil and to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragment. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to a suspected fracture. The implant date was around (B)(6) 2015.